Event description:
It was reported that during the implant attempt, the patient had vagal reflex and their blood pressure dropped. The patient had a pericardial effusion. The implant procedure was discontinued and the physician did pericardiocentesis. No implant was done. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).